Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, front/rear door, barrel clamp, lock label, latch module, tube/sleeve drive, wiper seal, flange gripper retainer and rtigh iui. Syr/pca sizer misalign recall completed. Performed calibration. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the pca front cover. A review of the device history record showed the device had a manufacture date of 08feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.